Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a literature article titled ¿short, segmental, stacked, individual anterior cervical plates reduce pseudarthrosis rates in multi-level anterior cervical discectomy and fusion surgery¿ that unknown number of patients underwent surgery using plate. Post-op, unknown patients reported plate subsidence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.